Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle safety system of bd¿ bd saf-t-intima IV catheter did not work.

Manufacturer narrative:
A device history review was conducted for lot number 8057598. Our records show the reported lot was manufactured on 03/21/2018, and determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd could not confirm or reproduce the customer¿s indicated failure mode. Customer reported needle shielding failure issues, however, sample or photo were not provided which are necessary to perform a better investigation. Based on DHR review for material (B)(4), all samples taken for visual and functional characteristics properly met the acceptance criteria. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. This defect is not common in our process. (B)(4) was reviewed and process controls are very likely to detect failure modes and prevent failures end users. We could not found the exactly root cause of the issue; since, no sample or photo was returned for evaluation.

Event description:
It was reported that the needle safety system of bd bd saf-t-intima IV catheter did not work.